Manufacturer narrative:
Follow-up from 19-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced increased dysmenorrhea. She requested removal of the implants and underwent a total vaginal hysterectomy and bilateral salpingectomy two and a half years after insertion. The event increased dysmenorrhea was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, the patient had essure inserted and subsequently experienced increased dysmenorrhea. Given the positive temporal relationship and nature of the reported event, a causal relationship with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident due to the reported intervention for removal of essure. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a medical doctor via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for sterilization. She had essure placed and subsequently experienced increased dysmenorrhea, weight gain, hot flashes, fatigue, and sleep disturbances. She requested removal of the implants and, on (B)(6) 2014, underwent total vaginal hysterectomy and bilateral salpingectomy. Patient thinks her symptoms are due to nickel allergy. In addition, the seriousness criteria other serious (important medical events) was reported. However it was not specified for which event. Follow up information from (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced increased dysmenorrhea. She requested removal of the implants and underwent a total vaginal hysterectomy and bilateral salpingectomy two and a half years after insertion. The event increased dysmenorrhea was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, the patient had essure inserted and subsequently experienced increased dysmenorrhea. Given the positive temporal relationship and nature of the reported event, a causal relationship with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident due to the reported intervention for removal of essure. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.